Event description:
Pt was undergoing a dental procedure, while under general anesthesia by an experienced anesthesiologist. After sensor was placed on the pt, the head was draped with a towel, taped in place, and then rested in a foam head cradle. The procedure lasted approx 10hrs. After removal of the towel and sensor, redness was observed near the electrodes sites. This condition worsened over a 10 day period. Pt also reported painful tenderness. At that time, the dr prescribed hydrocortisone 0.5%. A photo of the pt was provided. Review of the photo revealed that the marks on the pt are not in the anticipated location or shape, based on the co's product design and labeling for use. The area of concern is described by the pt's anesthesiologist as "bruising" on the forehead. The pt is allergic to sulfa, has non-insulin dependent diabetes and is taking aspirin daily, which can cause bleeding tendencies. The pt's anesthesiologist stated that this pt was at high risk for bruising due to these conditions. Based on the factors mentioned above, such as prepping, size and location of marks, co-existing diseases, add'l mechanical forces on the sensor and forehead, it is unknown if the aspect sensor contributed to the pt's outcome. At the time of this report, the pt's condition had improved. However, the pt's condition has not completely resolved. A f/u report will be submitted should further info become available.